Manufacturer narrative:
Conclusion: no device failure. Visual examined. Complaint reviewed and analysis showed no trend for (B)(4), lot no: v10284372. Technical report reviewed.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this product. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00041, 00042. This event occurred in (B)(6).

Event description:
Allegedly, this component was removed during the revision of another component.